Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, the affected device has not been received.

Event description:
It was reported that the device experienced a channel error and turned off. The customer believes the cause to be a corroded iui or software issue. There was no reported adverse effects caused to the patient.